Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the blade had came apart once it was used during functional endoscopic sinus surgery (fess). The o-ring came off completely and got stuck in the handpiece but it was also retrieved. There was no delay in the surgical procedure and a back-up device was used and it functioned fine. There was no patient impact.

Manufacturer narrative:
Analysis found that visually, the inner green seal was in place and in good condition when received. Functionally, the blade was loaded in and out of a handpiece 10 times and the seal did not come out of its seated position. There are no signs of a defect with the device. If information is provided in the future, a supplemental report will be issued.